Manufacturer narrative:
(B)(4). Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with broken battery tube threads, cracked case(battery tube) and cracked keypad at select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had physical damage and case was broken. The customer stated insulin pump had no harm requiring medical intervention was reported. The insulin pump was returned for analysis.